Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead exhibited an increase in thresholds. It was further reported that the right atrial (ra) lead exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.